Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the device embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Two (2) hours post procedure it was discovered that the closure device had embolized out of the laa and into the left atrium. The patient underwent open-heart surgery where the closure device was successfully removed from the patient. The patient did well following this intervention. There were no other complications that were reported to have occurred.